Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) at the device follow up two weeks post-implant. X-rays were performed and confirmed the lead was not dislodged. The lead configuration was reprogrammed from bipolar to unipolar, but there was still no capture. It was noted the patient had good av conduction, so there was no asystole due to the loss of capture. The lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was discarded at the facility.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.